Manufacturer narrative:
This report is submitted on december 24, 2020.

Event description:
Per the clinic, the patient experienced inflammation and swelling around implant site from onset. Fluid was drained from the site. Antibiotics were administered (type of antibiotic unknown). The skinflap broke down secondary to an infection. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 21, 2024.